Event description:
It was reported that sensing on the right ventricular (rv) lead had decreased over time while impedance and threshold were stable. The patient also reported feeling a tingling sensation whenever they touched a metal surface. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).